Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: "trends in fidelis lead survival transition from an exponential to linear pattern of lead failure over time." Circulation: arrhythmia and electrophysiology. 2012;5:906-912 doi: 10.1161/circep.112.972000.

Event description:
A journal article was reviewed that contained information regarding lead failures. The article reports patients that experienced inappropriate shocks with lead failures such as sudden increases in chronic pacing threshold and defibrillation lead impedance, oversensing of non-physiological noise artifacts, lead fracture, and insulation break. Lead reprogramming and revisions were performed. The status/ disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.